Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hyperglycemic event that occurred on (B)(6) 2015, resulting in medical intervention. Patient reported that she was not feeling well and went to the hospital. Patient was admitted to the hospital for high blood glucose (bg). At the time of contact, patient reported that her condition is stable, but that she is still at the hospital being monitored. No additional event or patient information is available. There was not alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hyperglycemia.